Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ac power adapter was hot to touch. At an unspecified time, the ac power adapter was connected to a gemstar pump and was being used to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported that the pump alarmed for an unspecified alarm and the ac power adapter became hot to touch. No specific details were provided. The therapy was resumed using a replacement pump and ac power adapter. There were no reported adverse pt events and no reported delay in critical therapy to this pt. No medical interventions were reported. During testing at the user facility, the customer contact reported that after the ac power adapter was plugged into ac power, the plug became hot to touch and the pump would not power on using the ac power adapter. It was also reported that the device also will not power on using new batteries during testing. Though requested, no additional info was provided.